Event description:
It was reported that during an unknown procedure, the device asks for replacement . The case was completed by using another like device. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Date of event: only year known, assumed (B)(6) that complaint was reported should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the coating material of the housing flaking off. The loose particles on the surface are aluminum oxide from the base material. This issue does not affect handpiece performance. It was connected to a generator, evaluated with a test instrument and resulted in an alert screen. During testing the phase margin value was recorded out of specification; however, an out of range value will not interrupt device function or generate an automatic error code, not contributing to the reported event. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The washers were present. In addition, the acoustic isolator was torn and the hand activation wire had the outer jacket degraded. The handpiece has a number of seals to prevent fluids from entering the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality resulting in the reported alert screen.